Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove and failure to advance was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily tortuous artery causing the reported failure to advance. The device was retracted and met resistance with the guiding catheter during removal causing the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat de novo, non-calcified, tight lesions in the heavily tortuous proximal mid right coronary artery (rca). A balance middleweight universal ii guide wire was advanced with no issues and the lesion was pre-dilated with a non-abbott balloon dilatation catheter (bdc). The 3.5x28 mm xience xpedition stent delivery system (sds) was inserted and attempted to advance to the proximal rca but failed to cross the lesion due to the anatomy and was withdrawn. No other device issues were noted. A whisper extra support guide wire was advanced and able to cross the lesion successfully. A 3.5x28 mm xience sierra sds was inserted and attempted to advance to the proximal rca but was unable to cross the lesion due to the anatomy. During withdrawal of the xience sierra sds, a proximal stent strut was stuck at the 6fr guiding catheter opening with deformation noted. The xience sierra sds was withdrawn with everything together as a single unit. A new 6fr guiding catheter and the same whisper guide wire were used and a non-abbott sds was able to cross the lesion and was deployed successfully. Post dilatation was performed with a nc trek bdc. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.